Event description:
Additional information was recieved from the company representative (rep) and confirmed with the healthcare provider (hcp) the cause of the empty pump reservoir alarm was not determined and the device was discarded.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) regarding an implanted infusion pump. The pump was used to deliver fentanyl 50mcg/ml at a dose of "17.52mcg" and bupivacaine 30mg/ml and a dose of "10.513mg". It was reported that the pain pump was having unexpected motor stalls. There were no known external factors. The pump was replaced on (B)(6) 2025. At the time of this report, the issue was resolved and the patient status was "alive-no injury". The patient's weight and medical history were asked but would not be made available. Per pump logs from (B)(6) 2025, service code 232 occurred, indicating that the pump motor was currently stalled. Service code 235, indicating an empty reservoir alarm, and service code 236, indicating a low reservoir alarm, also occurred. A pump motor stall occurred on (B)(6) 2024 at 8:08 pm. A "stopped pump duration exceeded 48 hours" message occurred on (B)(6) 2024 at 8:08 pm. A motor stall recovery occurred on (B)(6) 2024 at 2:07 am. A low reservoir alarm occurred on (B)(6) 2025 at 12:49 am. An empty reservoir alarm occurred on (B)(6) 2025 at 4:03 am. A pump motor stall occurred on (B)(6) 2025 at 2:09 pm. A "stopped pump duration exceeded 48 hours" message occurred on (B)(6) 2025 at 2:09 pm. A motor stall recovery occurred on (B)(6) 2025 at 3:05pm. A pump motor stall occurred on (B)(6) 2025 at 12:07 am.

Manufacturer narrative:
H3. Destructive analysis identified residue in the motor gear train. Analysis identified residue on the gear pinion of the motor gear train. Destructive analysis identified residue in the fluid path\drug reservoir. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.